Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported during in clinic follow-up that the patient received inappropriate therapy due to post-paced and post-sensed t-wave oversensing. The device was successfully reprogrammed. The patient was stable.